Event description:
It was reported "on (B)(6) 2022 we placed tl 5 french PICC in facility. They called the next day as the PICC was barely working. We pulled the PICC and found that it had kinked inside of the patient."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.